Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors found sensor cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.one remaining opened/used sensor and performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Event description:
Customer reported via phone call to have received a calibration alarm and change sensor alert. Cutomer's blood glucose was 93 mg/dl. After troubleshooting, customer was advised to return sensor for failure analysis. Failure analysis was complete and it was found that sensor cannula was broken.